Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, placement difficulty occurred when the lead would not straighten out to advance with the guide wire inside. Many placement attempts were made with other wires and the formed "j " shape was not straightening. The ipl was removed, replaced with another lead that was implanted without issue. No patient complications have been reported as a result of this event.